Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user started the ilet insulin pump without formal training, experienced recurrent hypoglycemic events including nocturnal episodes, attributed the issue to insulin stacking, stopped use, and later underwent re-training with a factory reset and education on appropriate ilet use. Symptoms included low blood glucose with multiple hypoglycemic episodes. Outcomes included temporary device discontinuation and subsequent resumption after re-training, with no medical assistance or hospitalization reported. Investigation included customer interview, clinical troubleshooting, user re-training, and device settings reset. Investigation of this case revealed user-related factors including early meal announcements and overtreatment of lows, with no device malfunction identified. It was concluded that the event was related to use error and that education and proper use resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.